Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2004 - the pt underwent incisional hernia repair with two composix kugel meshes. On (B)(6) 2006 - the pt underwent exploratory laparotomy, resection of displaced composix kugel, adhesiolysis for intestinal obstruction, excision of one composix kugel mesh and repair of ventral hernia with a non-bard mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. Two composix kugel meshes were implanted on (B)(6) 2004 and one was explanted two years later. The pt reportedly developed adhesions and a recurrence which are both listed as possible adverse reactions in the product's instructions for use. It is unclear which of the two composix kugel meshes remains implanted. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally no sample has been returned for evaluation. Based on the info provided, no conclusions can be drawn. See MDR 1213643-2008-00479 for info related to the other composix kugel mesh implanted on (B)(6) 2004.